Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious injury. On (B)(6) 2022 15:52:24 cet (B)(6): user: (B)(6) received date of the return product: (B)(6) 2022.